Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a patient showed having a failing 27mm aortic valve. It was reported to "looked like moderate aortic insufficiency, but also moderate perivalvular leak and moderate to severe aortic regurgitation." It is unknown at this time what treatment the patient will receive.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The explant at implant was confirmed via medical records. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. As the device was not returned for evaluation as no intervention occurred and the device remained implanted. The root cause for the pvl remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease contributed to the development of the pvl of this pericardial valve.

Event description:
Edwards received additional information through follow up with the healthcare provider. Per obtained medical records, the work-up on this patient showed a failing 27 mm pericardial aortic valve due to moderate to severe aortic perivalvular regurgitation after an implant duration of nine (9) years and seven (7) months. The patient was initially scheduled for transcatheter aortic valve replacement; however, due to patient's chronic kidney disease the evaluation was postponed. No additional information was provided. The device remains implanted.